Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the sphincterotomy was being performed, the device was not able to cut fully because of an issue conducting electricity. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". Following the procedure, the complaint device was tested and it was found that the device was able to conduct electrical current without any issue.

Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the sphincterotomy was being performed, the device was not able to cut fully because of an issue conducting electricity. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". Following the procedure, the complaint device was tested and it was found that the device was able to conduct electrical current without any issue.

Manufacturer narrative:
Visual evaluation of the returned device found that upon receipt, a stopcock and syringe were attached to the balloon port and were free of damage. The working length of the device was twisted, especially the tip area including exposed cut wire. The exposed cut wire was ben and blackened/burnt. The distal pierce hole was melted 1.5 mm. Functional evaluation found that the device would bow according to specification. The continuity between the 2-in-1 connector and the exposed cutting wire was found to be able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and the cutting wire was measured and was found to meet specification. The outer diameter of the exposed cut wire was measured and was found to meet specification. The device functioned as intended with respect to electrical functionality. The investigation was unable to confirm the reported complaint. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.